Manufacturer narrative:
Methods: visual inspection, stereo microscopic inspection and process evaluation based on the lot number. Results: tensile cracks were observed under the stereo microscope . Further observation determined there were no indications of material or manufacturing defects observed. The product history device records were also reviewed based on the lot number provided, and no abnormalities were found. Assessment conclusion: the results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.

Event description:
The patient woke up and found the bite was off. The patient underwent a secondary surgery to replace a plate with a new one.